Manufacturer narrative:
The device was received for evaluation drained of its contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port bonding area. The cause was not determined; however was most likely due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. Actual sample and the photo sample available for evaluation did not appear to match upon further inspection however the lot number of the physical sample matched the reported photo sample lot number. Since it appears the bag in the photo is different than the actual sample sent, the as reported particulate matter will be captured as the determined problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6) e1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was identified with a long white strand-like particle inside the fluid path. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.